Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported to gyrusacmi that during a therapeutic laparoscopic hysterectomy procedure, the tip of two units broke inside the abdomen but remained intact on the handpiece. As a result, the surgeon did not have to retrieve any broken pieces. The surgeon opened a third lyon's forcep with the same lot number as the two broken devices and completed the procedure without further incident. It was reported that there was no injury to the patient. (See MDR # 2183680-2012-00012 for first device.)